Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the helix of the newly placed right atrial (ra) lead was deformed and failed to extend. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned in one piece. Final analysis found the helix was extended and bent consistent with procedural damage and was clogged with blood/tissue. No other anomalies were found.